Event description:
It was reported through amulet laao registry data that amplatzer amulet devices may be related to 1 stroke event which is considered a death event. The relationship of the death to the amplatzer amulet devices could not be determined based on the limited data received from the registry. Amulet laao registry data is reported as a summary per summary reporting exemption approval number - gen2201026. The data received indicated that the procedure on (B)(6), 2022 patients is age a 83 year old and gender is female.

Manufacturer narrative:
Amulet laao registry registry data reports 1 patient with stroke and death. No devices were returned. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.